Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power cord of a flo-gard infusion pump was damaged. This was identified during an unspecified process step. There was no patient involvement. No additional information is available.